Manufacturer narrative:
Endologix continues to investigate and will submit a supplemental report upon evaluation of explanted devices.

Manufacturer narrative:
Devices received from external pathology laboratory. Endologix will conduct an evaluation of the returned devices and will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The explanted stent grafts were returned to endologix and evaluated. There were no visible damages present on the stent grafts, and there were no anomalies or deformities to indicate that the clinical issues were due to a design or manufacturing issue. Aneurysm rupture is a known risk of the procedure.

Event description:
Initial implant on (B)(6) 2009 of a 28-16-140bl bifurcated device and a 34mm aortic extension. On (B)(6) 2011 the patient presented in the emergency room with a ruptured aortic aneurysm due to a proximal type I endoleak. The patient was converted to open repair and the previously implanted devices were explanted. The patient was reported to tolerate the procedure well. The explanted device are being returned for evaluation.